Event description:
A malfunction was reported on a pump, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arises again, which they acknowledged and understood.